Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the battery compartment was found to be cracked. In addition to the cracked battery compartment, investigation revealed a dim and discolored display. Unrelated to these issues, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a dim/discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.